Event description:
In 2007, the pt stated that for the past "couple weeks" she has been experiencing chronic e6 (mechanical) errors when she reaches 170-175 units of insulin remaining. She also stated that this infusion device is very noisy while retracting the piston rod. She stated that the infusion device had not been dropped or exposed to water and the battery had been in use for 4-6 weeks. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.